Event description:
It was reported that during a revision, the t handle instrument broke during use and started to slip on itself. The black portion of t handle began separating from the metal portion. A straight screwdriver was used instead with minimal delay in procedure. Nothing broke off, no parts or pieces fell into the wound site. There was a 5 minute delay. Patient last known to be in stable condition. The patient's revision for detachment of device or device component was reported with MFR# 1038671-2022-00955.

Manufacturer narrative:
Section h10: (h3) the most likely underlying cause for the slipping driver reported cannot be determined as this time as the failure mode could not be recreated and the device appears to function as intended. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.